Event description:
Customer reported receiving an error 3 upon test strip insertion on their freestyle flash blood glucose monitor. During returned product testing, it was discovered that the unit of measurement could be changed from mg/dl to mmol/l. There was no report of death, serious injury, of mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with a cal code of 18. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter. The meter has been confirmed to exhibit the memory overwrite malfunction.